Manufacturer narrative:
Evaluation summary: two devices returned for analysis were found to have the firing trigger teeth broken when the devices were disassembled. Therefore, no functional test could be performed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the devices would not fire. When they were reloaded, the handles would not close. Electro-cautery and clips were used to complete the procedure. There was no pt consequence.